Event description:
It was reported that the cage fractured post operatively. However, the patient has no pain or adverse consequences. No revision surgery planned.

Manufacturer narrative:
The lot number was corrected to aaa4. Visual, dimensional, functional, and materials analyses could not be performed because the device remains implanted. Device history records were reviewed and all units met specification. The reported event of cage fracture was confirmed via x-ray images. The supplemental fixation system shows no sign of damage; therefore, it is possible the fracture was initiated during implantation. Because the device remains implanted and is not available for analysis the root cause cannot be determined conclusively.

Event description:
Physician reported a post-operative cage fracture. There has been no adverse consequence to the patient and revision surgery is not deemed necessary at this time.